Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that lead impedance had doubled since implant and threshold was 4.5 v at 0.8 ms. The lead was replaced.